Event description:
It was reported that the health care professional wanted information about the association between device therapy and heart palpations. The reporter stated that she had turned off the device, but could not confirm any device relation because the palpations were sporadic. It was noted that the patient had to turn on her device to void. The reporter also stated that the patient had been to the emergency room and the physician could not find anything associated to palpations. The patient was going to keep the device off to see if palpations only occurred with the device on. It was also reported that the patient experienced a shocking sensation. It was noted that the patient was to follow up with the manufacturer representative to troubleshoot the problem. Additional information was requested, but was not available at the date of this report. Any additional information will be included in a supplemental report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v575376, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient. (B)(4).